Manufacturer narrative:
Hologic technical support (ts) attempted multiple times to follow up with customer but could not reach them for more information. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 (eua200734), and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported questioning two discrepant sars-cov-2 tma samples run using uncapped workflow on panther fusion instrument sn (B)(4). One sample was negative with an elevated rlu value of 552, then was retested the same day with a positive result (rlu 827). The other sample was initially positive on the panther, then retested negative (rlu 278), then retested a second time with a positive result (rlu 700). Customer was unable to be reached to send logs, worklists, or sample ids. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.